Event description:
Boston scientific received information that this atrial lead was exhibiting an increase in pacing impedance from 850 ohms to 1270 ohms. Four years after the initial observation was reported, the patient was admitted to the hospital after receiving several shocks due to ventricular tachycardia (vt). Device evaluation noted the atrial impedance was greater than 2000 ohms. Defibrillation therapy was programmed off electively due to hospice care. There were no adverse patient effects reported.

Manufacturer narrative:
The system remains actively implanted and no other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Manufacturer narrative:
The patient subsequently passed away. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned lead segment was performed. Resistance and pressure testing was performed which confirmed the electrical continuity and insulation integrity of the segment. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.